Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that after implantation the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, bleeding, and dyspareunia. The patient underwent vaginal excision of eroded mesh on (B)(6) 2012. It was reported that the patient underwent entire mesh removal on (B)(6) 2012 due to pelvic pain and extrusion of mesh into vaginal wall. No additional information was provided. (B)(4) - urinary problems; bowel problems; dyspareunia.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, incontinence and vaginal discharge.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal irritation, urinary leakage, urinary urgency, and urinary frequency.

Event description:
It was reported that following insertion the patient experienced vaginal irritation, urinary leakage, urinary urgency, and urinary frequency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries,. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.